Manufacturer narrative:
The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, an incomplete connection between the patient line of a homechoice cassette and a patient line extension was reported and is known to cause this alarm. The cause of the incomplete connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during drain one of four. The patient was connected at the time of the alarm. During troubleshooting, the patient stated they think the patient line extension set might not have been connected completely to the homechoice cassette. The renal therapy service agent (rtsa) had the patient cycle power to clear the alarm and advised the patient to start over with new supplies. The rtsa reviewed proper procedures with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.